Manufacturer narrative:
Other applicable components are: product ID: 977a260, serial # (B)(4), implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that during the implant procedure at the time of the call, the initial impedances were ¿good¿ on all contacts. Before the hcp closed the pocket, the rep ran another impedance check and a ¿possible short¿ was indicated at electrodes 5 and 13 which persisted in the post-op area. Impedances were checked multiple times, the hcp removed the implantable neurostimulator (ins), disconnected, wiped and re-inserted the leads, but they got the same results even though this process was repeated twice. The issue was not resolved at the time of the report. There were no factors that might have led or contributed to the issue. There were no reports of medical or therapy issues and no patient symptoms reported. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.